Manufacturer narrative:
Case-(B)(4) - the device was returned to atricure 02/17/2017 and was evaluated persuant to (B)(4). The complaint was confirmed. The cable inside the device that controls the opening and closing functions became wedged between the end effector link components, preventing the mechanism from closing.

Event description:
Prior to stand alone epicardial laa closing, a pro2 clip was tested outside the patient and after opening the clip, it wasn't possible for the clip to close automatically again. The pro245 was exchanged for a pro250 which was placed successfully. There was no patient harm or delay in case.